Event description:
It was reported that high, out of range high voltage lead impedance was observed since implant. Device was later explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.